Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that the processor board needs replacement. Related patient involvement information is currently unknown, and request has been sent out for such information. However, there is no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.